Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot numbers were not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that arteriotomy closure of the right femoral artery was achieved using a proglide device after a mitral valve replacement procedure on (B)(6) 2016. Reportedly, no issues were noted with the target groin until the patient fell approximately three to five months ago. Since the fall, the patient has continuous pain in the right groin radiating to above the knee. The pain comes in waves, is severe at times, and limits walking. Treatments include cortisone injection in the hip without relief and codeine with temporary relief. Multiple tests, including computerized axial tomography and magnetic resonance imaging, have not shown a cause for the pain. Nerve conduction testing is planned. Patient speculates as to whether the proglide suture may have been disturbed at the time of the fall, causing the pain. No additional information was provided.